Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction: (g2 ¿ report source): foreign; was selected inadvertently and does not apply to the event. New information added to the following fields: d8, h3, h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. Based on the investigation results, error code b30, could not be identified. Root cause could not be determined. According to qir, faulty scope socket was confirmed. We, therefore, surmised that phenomenon ¿error code b30¿ occurred because electrical communication was not performed properly due to faulty scope socket. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿labeling review: not applicable because the malfunction was not caused by a misuse of users.¿ olympus will continue to monitor the field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the evis exera iii xenon light source exhibited error code b30. There were no reports of patient involvement.